Manufacturer narrative:
Additional narrative: it was inadvertently reported in the initial medwatch report that the date the device was available for evaluation was apr 17, 2017. Please note that this has been updated to may 11, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of tibia surgical procedure, it was observed that the large quick connect end piece of the quick coupling device was jammed inside of the drill. When it was pulled out and visually examined, it was observed that the tip appeared to be damaged. As a result, the quick connect device was not able to go into the drill attachment smoothly. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: it was inadvertently reported in the previous supplemental medwatch report that the date the device was available for evaluation was (B)(6) 2017. Please note that this has been updated to (B)(4) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The large quick coupling device was evaluated and the reported condition that the device could not be connected to the drill was confirmed. It was determined that the coupling tool side was worn out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.